Event description:
It was reported that the patient presented for revision of the right ventricular lead due to fracture. The patient was involved in an accident and it was noted that the lead exhibited failure to capture and high pacing impedance that correlated with the time of the accident. The lead was explanted and replaced. The patient was asymptomatic before, during, and after explant.